Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found that the failure analysis did not confirm the customer reported issue. In error log, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The probable root cause in this case is attributed to the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the caller reported the bipolar energy was working intermittently. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs but found no error. The tse had the caller use different port, different cables, different instrument and reboot the integrated electrosurgical unit (iesu), but the issue persisted. The surgeon was able to continue the procedure using the bipolar function on the same generator. The procedure was delayed for less than 15 minutes and completing as planned with no report of patient injury.